Manufacturer narrative:
H3 other text : the device remains in the patient.

Event description:
It was reported that during the procedure, the stent (subject device) was placed inside of a left ica vessel. Upon full deployment the proximal end of the stent (subject device) failed to adequately open fully and appose to the vessel wall. The physician attempted to open the proximal of the subject stent with guidewire manipulation and a balloon but was unsuccessful. A second stent was deployed to adequately open the proximal end of the first stent (subject device). There was a surgical delay of 2-3 hours. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during the procedure, the stent (subject device) was placed inside of a left ica vessel. Upon full deployment the proximal end of the stent (subject device) failed to adequately open fully and appose to the vessel wall. The physician attempted to open the proximal of the subject stent with guidewire manipulation and a balloon but was unsuccessful. A second stent was deployed to adequately open the proximal end of the first stent (subject device). There was a surgical delay of 2-3 hours. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual and functional testing as well as physical analysis cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information states the flow diverter system was placed inside of a left ica vessel in a routine flow diverting procedure. Upon full deployment of the flow diverter the proximal end failed to adequately open fully and oppose the vessel wall. A flow diverter stent was deployed to adequately open the proximal end of the first flow diverter which led to surgical delay of 2-3 hours. It is most likely procedural or anatomical factors encountered during the process contributed to the reported event but this cannot be confirmed as the device was not returned for analysis. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, an assignable cause of undeterminable was assigned to the as reported event of the stent failed/unable to open.